Event description:
It was reported that customer experienced continuous glucose monitor error 42 with associated sensor issues. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, and was guided through performing pump reset by technical support.